Event description:
Found during test. According to the reporter, the device has a burning odor coming from it. There was no pt use involved in the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that there was an odor of smoke and burning and that capacitor, designator c14 on the therapy pcb assembly was burned. From physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.